Event description:
On (B)(6) 2017 it was reported that when the patient was in church he felt that his "intestines began to chatter on and off" and he felt like he was getting "shocks". He presented to the ER and was told that the ra lead had pulled back and was "dangling". The lead was programmed off. The patient had severe sensations of losing all strength to both arms and upper torso and made the patient feeling having a heart attack. The patient presented again to the ER with similar complaints but was sent home. Patient also felt vomiting. Further information noted that all three leads had been dislodged due to twiddler's syndrome. On (B)(6) 2017 the leads were extracted. During the procedure the patient went asystolic requiring emergency intervention of chest compressions and temporary pacemaker placement until the new leads could be implanted. The physician was unable to implant a new lv lead. The physician left the same device implanted connecting the two new leads to it and plugging the left ventricular port. The patient was stable for the rest of the procedure and afterwards and will continue to be monitored.